Manufacturer narrative:
Patient's weight unavailable. Device lot number, expiration date unavailable, although requested. Device manufacture date unavailable because lot number unavailable. (B)(4).

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv), a right atrial (ra) and a left ventricular (lv) lead due to non function. A spectranetics lead locking device was inserted into the ra lead, and in addition the physician chose a spectranetics 14f glidelight laser sheath and a spectranetics visisheath dilator sheath to aid in extraction. With lasing from the glidelight device, the ra lead was removed; the physician then noticed a hematoma developing, near the superior vena cava (svc) region. The cardiothoracic surgeon was already in the control room and joined the procedure at this time. The team monitored the patient for approximately 30 minutes; there were no hemodynamic changes noted. The patient then was sent to obtain a CT scan and was observed overnight. The rv and lv leads remained active and the plan was to schedule a surgical removal and re-implantation at a later time. The physician believes the hematoma occurred from a small dissection somewhere within the innominate to the svc region. There was no alleged malfunction of any spectranetics devices in use during the procedure. This report is being submitted due to the glidelight device being in use and in the area where the hematoma was noticed.

Manufacturer narrative:
D4): on 26 may 2021, philips representative provided device lot number and expiration date to the manufacturer. H4): device manufacture date now available since lot number is available. H6): added codes 4755, 4621, and 4625.